Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During the initial implant procedure and after polymer fill, a type ia endoleak was detected. The sealing rings were ballooned 20 minutes after the polymer fill, after which the leak reduced in size but persisted. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not confirm the presence of a type ia endoleak or the root cause based on the procedure plan and pre-op computed tomography shared with endologix for review. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.